Event description:
It was reported that the pump was hit by a softball and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 244 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.